Event description:
It was reported that the bd vacutainer® serum blood collection tube experienced a mix of product types in a pack noted prior to use. The following information was provided by the initial reporter: material no: 367815, batch no: 9088591. Received a product complaint for pas today from customer support rep. The rep stated the customer called in today reporting that they received a case of product # 367815, lot # 9088591 that actually contained royal blue top hemoguard tubes (instead of the red tops anticipated). The products were not used or opened. Date issue discovered or # of cases/tubes affected was not known to the customer at time of call per rep.

Manufacturer narrative:
Additional information received from customer stated: we figured out what was happening. There is a reference lab person working in our lab, who thought it was ok to recap vacutainers with just any cap. It took a few days, but we figured it out. This additional information has revealed that the mix of product types was due to user error, making the event no longer considered reportable.

Event description:
It was reported that the bd vacutainer® serum blood collection tube experienced a mix of product types in a pack noted prior to use. The following information was provided by the initial reporter: material no: 367815 batch no: 9088591. Received a product complaint for pas today from customer support rep. The rep stated the customer called in today reporting that they received a case of product # 367815 lot # 9088591 that actually contained royal blue top hemoguard tubes (instead of the red tops anticipated). The products were not used or opened. Date issue discovered or # of cases/tubes affected was not known to the customer at time of call per rep.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tube experienced a mix of product types in a pack noted prior to use. The following information was provided by the initial reporter: material no: 367815, batch no: 9088591 . Received a product complaint for pas today from customer support rep. The rep stated the customer called in today reporting that they received a case of product # 367815 lot # 9088591 that actually contained royal blue top hemoguard tubes (instead of the red tops anticipated). The products were not used or opened. Date issue discovered or # of cases/tubes affected was not known to the customer at time of call per rep.